Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Reference manufacturer numbers: 1627487-2019-10936. It was reported that the patient was experiencing ineffective stimulation due to a lead migration. X-rays were taken and confirmed the issue. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced, resolving the issue. Note: since it is unknown which lead had migrated, both devices are being reported on.